Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed improper shutdown and was not clearing during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "improper shutdown error and it will not clear and the pump was unable to shutdown with user input" was reproduced after powering on the device. A review of the event history log revealed "improper shutdown!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was undetermined however, the processor pcb required replacement as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.